Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer. The fse proactively replaced the incubation belt and clips, wash carousel bearings, mixers and spinners, cleaned the incubation track and wash carousel. There was no evidence that the replaced parts contributed to the erroneous access accutni+3 results. The assignable cause of this event is unknown and cannot be determined with the information provided. All mdrs associated with this event: 2122870-2016-00365; 2122870-2016-00366.

Event description:
The customer reported obtaining erroneous access accutni+3 results on the laboratory's access 2 immunoassay system (serial number (B)(4)) for samples from five (5) patients. On (B)(6) 2106, erroneous access accutni+3 results were generated for a patient. The results and were not reported outside of the laboratory. The laboratory uses a reference range of 0.00-0.04ng/ml. There was no report of patient injury or change in patient treatment associated with this event. MDR 2122870-2016-00365 will address the access accutni+3 results obtained on (B)(6) 2016 for the patient's designated as patient number one (1) through four (4). System parameters including calibrations, quality control (qc) and system checks were within assay/instrument specifications. The patient's sample was collected in a 12x75mm becton dickinson (bd) lithium heparin plasma separator tube and was centrifuged at 5151 revolutions per minute (rpm) for 3-5 minutes at room temperature. The samples were run in 12x75 pour off tubes. The customer was unsure about the appearance of the samples and were unsure if the tubes were mixed properly after collection. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the analyzer's performance.